Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that right common iliac artery dissection - vascular access complication occurred. In (B)(6) 2015, the event was considered to be recovered/resolved.

Event description:
Same case as MDR ID: 2134265-2015-04805. (B)(6) clinical study. It was reported that vessel dissection occurred and bleeding occurred. In (B)(6) 2015, during the index procedure, patient underwent femoral angiogram prior to valve deployment. A 6fr expo pigtail catheter and amplatz guide wire were inserted into the right common femoral artery and difficulty in advancing the device was noted. Angiography revealed dissection in the iliac and right common iliac artery. Bleeding of the right common iliac artery was noted, which was controlled with purse-string suture. The procedure was converted to the left side via cut-down of the left common femoral artery. An arterial sheath was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 31 mm core valve. Post dilatation was performed. There was correct positioning of the core valve into the proper anatomical location. However, patient experienced hypotension and drop in hemoglobin, hypotension was treated medically and blood transfusion performed to treat drop in hemoglobin. Three days post procedure, the patient was discharged on aspirin and clopidogrel.